Event description:
It was reported that the patient had twiddled the right ventricular (rv) lead causing dislodgement. The dislodged rv lead had undersense a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode and did not deliver therapy. The patient went into cardiac arrest and had to be revived with cardiopulmonary resuscitation. The twiddling of the lead was believed to have possibly caused the vt/vf arrhythmia. The patient had to be put on a ventilator and life support system as a result of the vt/vf episode. After the patient¿s condition stabilized the ventilator and life support system was removed and the patient was admitted to hospice. The rv lead was reconfigured with therapy and the lead programmed off. The lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data of the lead collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 device, implanted: (B)(6) 2014. (B)(4).